Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that when she changed her battery, the insulin pump alarmed unexpected restart error followed by a constant audio tone. The patient's blood glucose at the time of incident was 249 mg/dl. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either. However, the alarm occurred shortly after inserting a new battery. A self test could not be performed due to the constant audio tone; the device also had a blank display anomaly. The customer did not drop or bump the device. The battery cap contacts were not missing or damaged either. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump was received with a blank display and a constant tone due to a faulty component on the mother board. Unable to perform the unexpected restart error test due to the blank display. No cosmetic damage was noted.